Manufacturer narrative:
The explanted devices were not returned to the manufacturer for further investigation. Manufacturing records were reviewed and determined that all products associated with this event were manufactured, sterilised and packaged to the correct specifications at the time of manufacture. No deviation from the process or non conformity of product was observed on the manufacturing and sterilisation records of the products involved that would have caused the reported adverse event.

Event description:
The patient was revised due to bone fracture. The pelvis was fractured in the primary surgery ((B)(6) 2020) when the cup was being impacted. The fracture was reviewed after the primary surgery and revision surgery was required on (B)(6) 2020.